Event description:
The tip on the forceps broke off in the pt's vaginal canal, the first time used, during the removal of vaginal polyps. The broken piece was found and no pt injury occurred as a result of the broken instrument.